Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported fluid on the floor in front of the alinity m instrument. The customer also found liquid in the instrument under the system solution drawer. The customer did not know the source of the fluid, but they think it is diluent solution. The customer cleaned the spilled fluid while wearing personal protective equipment. There was no injury or exposure due to reported leak. This incident is being reported to FDA because the incident occurred in germany using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performedi nvestigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).